Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient sample was available for return, therefore clinical specificity testing of negative control replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 9c94, that has similar products distributed in the us, list numbers 1l81 and 4p54. See also manufacturers report number 3008344661-2017-00023 for the (B)(6) report.

Event description:
The customer observed false reactive (B)(6) result on the architect i2000sr analyzer. The following data was provided for a (B)(6) male patient: initial 34.93, repeats 33.76, 34.35 iu/ml. Confirmatory tests were 88.3 and 96.9 (confirmed (B)(6)). The sample was found negative on immunochromotography. There was no impact to patient management reported.